Event description:
It was reported the patient was experiencing difficulty in recharging her ipg. The patient had to press hard against the ipg with the charging antenna to ensure there was a connection. It was determined the ipg was slanted in the pocket with the header protruding. Follow up information identified the ipg pocket was revised on 7/15/2015 which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. No UDI available.